Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) ilpac4330, (certain low profile 30 abutment 4.1mm(d) x 3mm(h)) for evaluation. Visual evaluation was performed, a fracture screw has been identified at the top of abutment. Device history record (DHR) review was completed for the subject lot number 2017040941. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2017040941 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the top of abutment. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported fracture of abutment screw and screws at tooth sites 44, 32. Doctor also indicated loss of dental prosthesis. Patient has been rescheduled for new placement of devices. Placement of devices: (B)(6) 2017.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.